Event description:
A customer reported that there was leakage from a cassette. There was no patient involved.

Manufacturer narrative:
A sample has been returned, but has not yet been evaluated. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed in accordance when additional reportable information becomes available. (B)(4).